Manufacturer narrative:
Title esophageal capsule endoscopy in children and young adults with portal hypertension source original article: hepatology. 641¿647 jpgn volume 69, number 6, december 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source study performed in july 2019, out of 98 patients, there were two instances of transient esophageal capsule retention, one patient with extrahepatic portal venous obstruction (ehpvo) and a schatzki ring and another patient with fontan associated liver disease (fald) who had undergone multiple cardiac operations. In both cases, the final image captured was of the distal esophagus, and subsequent radiographic studies confirmed esophageal passage without further intervention. There were no reported cases of vomiting, abdominal pain, bowel obstruction, or aspiration.